Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that when the atrial lead was placed it was found that the previous maze procedure had failed and the patient was still in atrial fibrillation. The atrium was mapped with the atrial lead, but no adequate sensing could be found. The atrial lead was removed and exchanged for a different lead. No patient complications have been reported as a result of this event.